Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge error message while attempting to load a new cartridge. There was no impact to customer's blood glucose level. It was indicated that the customer has manual injections available as alternate insulin therapy.